Event description:
The account alleged the bed an up unintentionally. No injury reported.

Manufacturer narrative:
The technician found the power control board assembly was the issue. The technician replaced the power control board assembly to resolve the issue.